Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 53 mg/dl. Customer declined troubleshooting for low blood glucose level. Customer had high blood glucose level of 381 mg/dl. Customer was treated with manual injection. Customer had blood glucose levels of 286, 271 and 195 mg/dl. Customer stated that there was no air bubbles and leak. Customer stated that the insulin pump passed self test, high pressure test and displacement test. The insulin pump will not be returned for analysis.